Manufacturer narrative:
Method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported to the distributor on (B)(6) 2015 that the garment strap was causing discomfort and an irritation. He reported the skin was not broken, but it was round and more like a muscle strain. The patient reported he spoke with his doctor and was prescribed a muscle relaxer. During a follow up on (B)(6) 2015 the patient's wife reported that the patient had xrays and has a pulled muscle or pinched nerve. She reported that the doctor put padding on the vest which helped the area greatly. The area was reported to have improved. There was no alleged device malfunction.